Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during retrograde intrarenal surgery (rirs), the basket of an ngage nitinol stone extractor was able to be opened outside of the scope, but once inside the scope it was not opening and closing smoothly. The device was able to be used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. One device returned to cook for evaluation in tray and open pouch. The basket was returned in closed position. The handle would not actuate basket assembly. The handle was disassembled, would not actuate manually. A document-based investigation evaluation was performed. A lot history search found two complaints had been reported for this lot. The two complaints were possibly related, but at the time of the investigation there was not enough information available to conclude there was evidence that nonconforming product existed in house or in field. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other confirmed lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. ¿ a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause for the failure of the basket to open could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. ¿ per a review of risk documentation, no further action is required. ¿ this report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Concomitant medical products: product ID:- bio-rad indoscope 9 fr outer diameter and working channel is 3.3 fr. E1: name and street address line 2: (B)(6). E1: name and address: postal code: (B)(6). E1: phone: (B)(6). G4: PMA/510k # ¿ exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during retrograde intrarenal surgery (rirs), the basket of an ngage nitinol stone extractor was able to be opened outside of the scope, but once inside the scope it was not opening and closing smoothly. The device was able to be used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.